Manufacturer narrative:
This device is used for therapeutic purposes. No known impact or consequence to patient. (B)(4). The product analysis determined that for insert cev625-1 fenestrated 350mm, the pin between the wire and the mobile jaw is broken. It was not returned with the instrument. One fragment of pin stayed in one of the holes. No material or manufacturing defect was found after an observation under microscope but evidences of shearing are visible. The most probable cause of the breakage of the pin is an excessive effort on the handle of the assembled instrument during the operation. For tube cev649x5 dia 5mm 350mm, marks of tightening and of impacts are observable on the proximal part of the tube. Its working is however good and it does not present manufacturing defect. The tube probably went under excessive constraints during its assembly of disassembly when it was used or reprocessed. Pliers were probably used to disassemble the instrument. For handle cev102910r dia 10mm ang w/ratchet, the handle is very soft and is loose. No material or manufacturing defect was found. The most probable cause of this play is an intensive use of the handle with important constraints. Method: microscopic inspection. Results: fracture problem.

Event description:
It was reported that the customer requested evaluation of the forceps, which were broken. During analysis, it was found that the insert¿s pin between the wire and the mobile jaw is broken and not returned with the instrument. No patient impact was detected at the hospital but the fragment was not recovered.